Event description:
Information was received indicating that a patient receiving arylsulfatase via smiths medical deltec® port-a-cath®ii implantable access system failed at an intensity moderate/grade 2. The port was explanted and replaced due to this malfunction. The patient recovered with no adverse effects.